Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this mitral pericardial valve was explanted after an unknown implant duration due to unknown reason. The explanted device was replaced with a 27mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device not returned. Multiple attempts to receive further information regarding the explant have been made; however, no additional information was received and the explant device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the site indicates the reason for explant was due to a recurrence of infective endocarditis cause by mediastinitis. As reported, the type of infection was (B)(6). No additional details provided.